Event description:
Customer reported that the pump was not charging due to a broken usb port, rendering it inoperable. There was no information provided regarding the impact on the customer's blood glucose level. A replacement pump was arranged for the customer to address the issue, with the faulty device expected to be returned.